Event description:
It was reported that during preparation for a percutaneous coronary interventional (pci) drug eluting stenting procedure, stent damage occurred. During preparation, the taxus liberte 12 x 2.50mm stent had two edges damaged. The stent was not used in the procedure. The procedure outcome is unknown. No patient injuries or complications were reported. The patient's status is reported as unknown.

Manufacturer narrative:
Visual and microscopic examination of the stent revealed damage to both the proximal and distal ends. Both ends appeared to be flared outwardly. The device could not have been in this condition at the manufacturing site. Due to the condition of the returned stent it would not have been possible to package the device with the stent protector placed over the entire length of the stent. One possibility is that the damage to the stent occurred during the withdrawal of the stent protector. It is advised in the directions for use to take care when removing the delivery system from its protective packaging. Failure to do so and or applying excessive force may result in damage to the device. Device analysis also noted several severe kinks were along the entire length of the hypotube. Each device is visually inspected for uniform crimping, including stent profile and damage just prior to packing before being fitted with the actual balloon protector, which prevents damage to the stent and balloon. A review of the manufacturing records for this particular batch found that the device met its material, assembly and product specifications at the time of release. The root cause is unknown.